Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2017-03467, 2134265-2017-03468 and 2134265-2017-04105. It was reported that automatic pullback failure occurred. The 75% stenosed target lesion was located in the moderately tortuous and non-calcified middle left anterior descending artery. An ilab ultrasound imaging system was used in conjunction with two opticross¿ 6 imaging catheters and a pullback sled to view the target lesion. During the procedure, the physician successfully recorded the images however, the opticross¿ 6 failed to perform automatic pullback. The opticross¿ 6 imaging catheter was replaced with another opticross¿ 6 but the same issue occurred. The procedure was completed using a non-bsc device. No patient complications were reported.